Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller reported for the past 3 weeks, when they were charging their implant, the implant did not charge to full. The caller reported they let their controller go to sleep and saw the green light led light on the controller. They redirected the caller to the patient's hcp. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.